Event description:
It was reported that the correct procedures were not followed in drying the subject device before the mouthpiece was plugged in. The issue was observed during a diagnostic procedure. The procedure was discontinued with the device. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a definitive root cause could not be determined. Based on historical data, possible causes include degradation, improper physical structure. Mechanical problems like: stress related; improper physical structure; fracture; fatigue; mechanical shock; wear and tear; mechanical shock; these causes can occur between components such as access port; cylinder; tube; nozzle; valve(s); tip; lenses; screw; and joints without any design or manufacturing issue. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.